Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left breast mass resection, the doctor used a synthetic absorbable suture to suture the skin. The end suture broke at the time of needle insertion about 1mm length of the tail needle. Suturing was stopped immediately to find the broken part, but it was not found and the opening of the incision was re-sewn.